Event description:
Complainant alleged that during a routine shift check of the device, there was no ECG trace displayed with either the universal or ECG cable. The complainant indicated that there was no pt involvement in the reported malfunction.